Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken power button. The button was out of mechanical specification but was functional. Analysis also noted that three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power switch on the external pulse generator (epg) was broken. The epg was returned for service. No further information could be obtained. There was no patient involvement.